Event description:
In 2004, the pt alleged called that their one touch ultra meter was reading inaccurately low. The pt reported blood glucose results of 200 mg/dl and 59 mg/dl with the lifescan meter and 410 mg/dl and 82 mg/dl with a lab device, respectively, performed within 11 to 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt reported that they have ben feeling dizzy and weak when they obtained the 200 mg/dl and prior to being treated intravenously at the ER for a blood glucose level of 410 mg/dl. They were released within a day and half. The pt did not allege any harm. There is no info leading to the incident. The pt had symptoms during the time of testing and sought proper treatment during the time of concern; therefore, there is no indication that the pt experienced injury or medical intervention due to the meter. The customer service representative was unable to walk the pt through a quality control test, as the pt did not have control solution. The senior medical affairs specialist mailed a letter since the pt could not be reached.